Event description:
Related manufacturer reference numbers: 2017865-2023-10436. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial (ra) lead exhibited p-wave amplitude variation, under-sensing and loss of capture. Patient then presented in clinic for follow-up. It was found that the implantable cardioverter defibrillator (ICD) had flipped. Chest x-ray was performed and further revealed ra lead dislodgement. The ICD was repositioned on (B)(6) 2023 and the ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
A full lead was returned in one piece for analysis. The reported events of p-wave amp variation, under-sensing, and failure to capture were not confirmed. Electrical testing, visual inspection, x-ray examination, and specification measurements were normal with no anomalies found.